Event description:
It was reported by service report that the footboard split apart where the two halves meet leaving areas for fluid ingress but no sharp edges. The customer could not determine if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Results: footboard.